Event description:
It was reported that a user of the ilet experienced hyperglycemia with the cgm displaying high and a confirmatory fingerstick of 500 mg/dl for approximately 14 hours, with no food intake to explain the event and following a same-day infusion set change; review suggested a probable infusion site failure for an inset placed prior to the event, and glucose normalized after changing supplies. Symptoms included elevated blood glucose. Outcomes included no hospitalization and resolution after supply change. Investigation included review of use history and troubleshooting with user education. Investigation of this case revealed that the specific failure mode could not be confirmed because supplies were discarded and no lot information was available, though the time course and response were consistent with an infusion site issue. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.